Manufacturer narrative:
The device is not required for return.

Event description:
On 6/15/2017 the reporter contacted animas alleging the patient was hospitalized for diabetic ketoacidosis on (B)(6) 2017 and were treated with intravenous fluids, insulin via injection and via pump, food and drink, and other unspecified treatment. Reportedly, the patient also experienced renal failure. It was reported the patient was not priming the tubing during the load-step. The patient was improperly connected to the pump during the prime sequence. This complaint is being reported because the reported health event was attributed to a use error.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: review of the black box data revealed records from the date of the alleged event were not available. Review of the pump¿s prime history confirmed 6.33 units primed on (B)(6) 2017. A rewind, load and prime sequence was successfully completed during the investigation of the pump. The pump was also exercised for 24 hours without any loss of prime duplicated. The pump was found to be detecting the correct force. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range. Investigation did not duplicate loss of prime.